Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening(curved) on anterior leak test and microscopic analysis was performed which identified an opening crease(sharp) on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease(sharp) on anterior due to fold(flaw) opening.

Event description:
Health professional additionally reported "multiple areas of flat linear calcification". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are deflation and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side breasts felt ¿firm and looked abnormal due to capsular contracture¿ baker grade iii. Healthcare professional reported a deflation and "a lot of glandular tissue". Device remains implanted.